Event description:
Senseonics was made aware of an incident where patient reported infection/swelling at the insertion site. Patient's hcp (inserting hcp) prescribed antibiotic to treat the infection.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. No further investigation was necessary for this complaint. Patient was treated for infection with the help of antibiotics. Patient is currently using eversense xl cgm system and the wound is healing.